Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100754524. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100745394. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, no problem was detected that contributed to the reported event. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient's artificial urinary sphincter (aus) pump eroded through the scrotum. A surgical procedure was performed, the device was removed to repair the scrotum, and a new device was implanted. No device issues or additional patient complications were reported.